Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose, with blood glucose of 37 mg/dl at the time of the incident. The customer was at 273 mg/dl at the time of the call. The customer used food and glucose tablets, and was given juice and food to treat. The customer experienced symptoms such as a seizure and loss of consciousness. The customer was wearing the insulin pump during the incident. Customer believes the pump over delivered as they have been having lows for over a month. Troubleshooting was completed. The customer treated the current high with basal insulin. The reservoir will not be returned for analysis.